Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on the roller pump was abnormal. No display, vertical line and normal display appeared randomly. After a while, it displayed normally. Thereafter, the issue was not duplicated. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary's manufacturing engineering center (mec) could not duplicate the reported issue.